Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. While advancing the 16mm x 3.50mm liberte' monorail stent delivery system over the guide wire, the catheter broke. The broken shaft was successfully retrieved from the guide catheter. The device was prepared as usual and in the opinion of the nurse, the device was handled appropriately. The procedure was successfully completed with a different device. No pt injuries or complications were reported.